Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called in to report a study with blue lines in it. A repeat procedure was offered to the patient.

Manufacturer narrative:
Evaluation summary: through the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, the study stopped after 48 hours. There was a portion of the graph where the ph value exceeds the normal range and the signal tracing is missing. The root cause for the bravo capsule ph tracing missing could not be determined. A review of the device history record performed indicates that the product was released meeting finished product specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.